Event description:
Two days post implant, the pacemaker could not be interrogated.

Manufacturer narrative:
Upon receipt, the pacemaker could not be interrogated. The pacemaker was shipped to the MFR of the elections module and was subsequently analyzed destructively. The analysis revealed a damaged integrated circuit. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker was fully functional. In summary, the analysis identified a damaged integrated circuit as the root cause of the clinical observation. It is unk whether the pacemaker was subjected to strong external field during storage or during implantation.